Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with not auto restart after a downstream occlusion, which was reproduced. It was observed that the downstream sensor had high fluid numbers while running a fluid filled set. This elevated signal level is the cause for the downstream occlusion alarms and with a false downstream occlusion present the pump will not auto-restart. The device was recalibrated.

Event description:
During baxter's functionality testing of a spectrum pump, it would not auto restart after a downstream occlusion. There was no pt involvement.